Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call was pt rep stated they needed to speak to a mdt rep. It was reported that the patient saw the hcp and made appointment but np gave them the mdt rep phone number to call and schedule appt with a rep.  Pt rep explained that the pt had multiple falls a while ago and their implant was causing them discomfort described as constant irritation of a nerve. Pt rep stated that maybe the implant had shifted due to the falls and they needed someone to reevaluate the system. Pt rep stated pt has turned their stimulation off and gave up on implant after trying to adjust stimulation. Pt rep stated they have an appointment with the hcp today as well. Pt rep stated that pt had chronic pain. The patient was redirected to their healthcare provider and mdt rep to further address the issue.